Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys troponin t stat assay result for one patient sample. The initial result was 0.01 ng/ml with a data flag. The repeat result was 0.40 ng/ml which was believed to be correct. The erroneous result was reported outside the laboratory. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. The field service representative could not find a cause. As a preventative measure, he replaced the sample probe, verified all probe alignments, and verified the sample voltage. The probe was within specification. The system initialized without errors and was qc was performed with results within range.

Manufacturer narrative:
A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. Based on the provided data, a general reagent issue could most likely be excluded. Review of the provided calibration data did not indicate of an issue and the results were within the expected signal range. The most likely root causes were improper sample quality due to a too short centrifugation time or insufficient maintenance of the analyzer.